Event description:
The patient's family member had contacted lifescan and reported that pt's one touch ultra meter kept giving an error message. Medical affairs specialist called and spoke with the reporter who provided additional information. The patient was getting an error message and was not able to test on their meter. The reporter was not aware as to what the error message was and how long the patient was not able to test on their meter. Two days ago, they had feeling weak and sweaty, and had attempted to test on their meter, but was not able to test a result. The paramedics were called, and their meter result was 30 mg/dl. They were given some "sugar water and a glucose IV". They were not taken to the hospital. During troubleshooting, the patient's family member was walked through a blood test, and received a result on the meter with no error messages. Therefore, the issue was resolved and there was no evidence of meter malfunction. However, it was discovered that their meter was not coded correctly to match the code on the test strip vial. Based on the information provided, there is no evidence of meter malfunction. However, there use error may have been involved to cause the error message, which contributed to hypoglycemia. Therefore, this case is reported as an adverse event. There were no replacement products sent to the patient.